Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: stent dislodgement requiring surgical intervention. Device issue: stent dislodgement. It was reported via a trial that during stenting of the first diagonal (pre-dilated), the xience stent prematurely dislodged in the radial artery leading to stent embolization in the radial artery, near the radial puncture. The pt was taken to surgery and the stent was successfully removed. No further complications occurred; however, there was prolonged hospitalization. No additional event or pt info is available.

Manufacturer narrative:
.